Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during device check with an increased atrial capture threshold. It was confirmed via x-ray that the lead had dislodged into the right ventricle. The patient had no complications associated with the dislodgement. The lead was repositioned on (B)(6) 2019 successfully and the patient was stable throughout the procedure.